Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2019. The patient last successfully recharged their ins last week and the patient has not seen the doctor yet. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and radiculopathy. It was reported that on january 7, 2019, the ins was confirmed to be in overdischarge. It was noted the patient had felt stimulation on (B)(6) 2019. A physician mode recharge (pmr) was performed, and the rep met with the patient on january 8, 2019 to clear the power on reset (por). At that same time, the rep performed an impedance check at 0.7 volts (v), which yielded high impedance values: electrode 0: 4, 8, 9, 10, 12, 13, 14, 15; electrode 1: 3, 4, 8, 9, 10, 12, 13, 14, 15; electrode 2: 4, 8, 9, 10, 12, 13, 14, 15; electrode 3: 4, 8,9, 10, 12, 13, 14, 15; electrode 4: 5, 6, 7, 8, 9, 10, 11, 12, 13, 14, 15; electrode 5: 8, 9, 10, 12, 13, 14, 15; electrode 6: 8, 9, 10, 12, 13, 14, 15; electrode 7: 8, 9, 10, 12, 13, 14, 15. Then they tested impedances at 3.0v, which yielded high impedances (>40,000 ohms) on electrode pairs: 4/12, 4/15, 9/12, 9/15, 12/15. It was noted that electrode 11 was fine. Additionally, the patient was not feeling stimulation on any contact pairs at any stimulation settings up to 10.5v. The rep confirmed that the patient did not experience any falls. They were redirected to the doctor, and it was suggested to have an x-ray performed. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-feb-07. The cause of the high impedances and loss of stimulation was not known as of right now. No x-rays were done and there are no plans to. The rep spoke with the clinic and doctor who are planning surgical intervention to remove the entire system and replace it with a new one. They are still waiting on workman¿s compensation to authorize this. No surgery date is set yet. No further complications were reported/are anticipated.